Manufacturer narrative:
Reported event: an event regarding wear involving an unknown liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: it was reported that the patient was revised due to wear of the liner. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of the device, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported. Right total hip arthroplasty acetabular component loosening. Leg length discrepancy, pain, and mobility limitations. Primary tha in 1994. Revision tha in 2022 for poly wear, now complicated by acetabular component loosening. Plan to revise acetabular component. Possibly femoral component if required for hip stability. Requesting custom triflange acetabular component - please include 3 ischial screws and 1 pubic ramus screw. Screw trajectories for posterior approach. Proposed date of surgery (B)(6) 2025. This report is for the revision in 2022.